Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the minute ventilation (mv) sensor on the atrial channel resulting in inappropriate mode switching. There was no evidence of fluctuating impedance measurements. Boston scientific technical services (ts) recommended programming the mv sensor off. No adverse patient effects were reported. The device remains in service.